Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: palacos r + g (1x40); p/n: 66022663, l/n: 73134277, femoral component; p/n: 00576401551, l/n: 61847676, stemmed tibial component; p/n: 00598004701, l/n: 61835548, articular surface; p/n: 00596404014, l/n: 61709846. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00213. Product location is unknown.

Event description:
It was reported patient had a revision procedure approximately 8 years post-implantation due to pain and loosening. No additional patient consequences were reported.

Manufacturer narrative:
The product was evaluated through manufacturing, photographic and radiographic review, however, the reported loosening could not be confirmed. Pictures provided identified foreign material, likely residual bone and bone cement, on the inferior side of the tibial component. X-rays provided identified anatomical alignment of components with no abnormalities and mildly osteopenic bone. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left knee arthroplasty revision approximately 8 years post-implantation to address tibial loosening and pain. Intraoperatively, the tibial component was found to be completely loose. No additional patient consequences were reported.